Event description:
It was reported that the insulin pump alarmed for a power system error. The customer also complained about receiving a low battery alert in less than one week from changing the battery. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The power loss alarms, low battery alarms and error alarms were confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery and then the alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.